Manufacturer narrative:
(B)(4). Complaint received as a general complaint with no number of events indicated. No information reported specific to reported needle stick injuries at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint states: they attribute a number of needlestick injuries suffered by clinicians to the sutures. The customer has requested that these sutures are removed from the pack. No further details were reported. (Continued) no report of necessary medical intervention. No patient involvement reported.